Manufacturer narrative:
No pictures were provided. However, two closed physical samples of lot number 0004239526 were returned for evaluation. The physical sample was visually inspected, and no defect was found. Also, device history record was reviewed, and no issues were found. Root cause of the problem is not confirmed.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the peelable packaging of t261c - catheter suct ph cont 10fr tri-flo strt was difficult to open because line of sealant too close to the end of the packaging which prevents the two laminated papers from being separated (bottom and top of the packaging). Also, when the time to use the product is much too long because it is often used in the emergency room, there is a risk of increased contamination for sterile suction. The customer confirmed that there was no patient harm/injury associated with the reported event.